Event description:
It was reported to the manufacturer that a 4web custom-made device was explanted approximately three months following the initial surgery. The patient reportedly underwent multiple surgical procedures (prior to the initial surgery with 4web device), which resulted in tissue closure complications and a delayed wound. The 4web device was explanted on (B)(6) 2025 and replaced with an antibiotic spacer. The patient will undergo an additional procedure to replace the spacer with a 4web custom-made device; however, the date of the planned surgery has not yet been finalized.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.